Event description:
The bronchoscopy adaptor (ba) would not lock which caused the catheter to keep slipping. A replacement ba was used and the case was completed. A pneumothorax was discovered after the case. The patient was hospitalized for 24 hours for observation and a series of chest x-rays and then released.

Manufacturer narrative:
The ba was found to be working properly, and the issue is believed to be caused by the locking hub not engaging the threads of the ba body due to the operator not pushing down on the locking hub to engage the threads in the ba body. There were no anomalies identified during the internal review of the device history record (DHR) of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information pertinent to the incident is obtained a follow-up report will be submitted.